Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The medium-large clip applier instrument was analyzed fa investigations could not reproduce to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement and clip tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with bipolar cord the clips attaching to the instrument or clamping. The instrument was fully functional. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. The complaint was not confirmed by failure analysis. The probable root cause cannot be determined.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not articulating and not closing. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.